Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. Post-operatively, the patient reported that their vision was very blurred and cloudy. An examination carried out by the healthcare facility on (B)(6) 2013 identified that haze was present on the centre of the iol optic. During this examination, the patient's iop was also noted to be 17mm/hg. The patient was restarted on latanoprost (once daily). The patient's va at this time was reported to be 6/7.5-3. On (B)(6) 2013 the patient's unaided va was 3/4.5-2. During this consultation, the haze on the centre of the iol optic was observed to be 3.6mm in diameter. The healthcare professional reports that the patient's vision decreased gradually over the following 2 years. On (B)(6) 2015 the c-flex aspheric 970c iol was explanted. The patient did not receive an alternate iol during the explanation procedure. The healthcare facility are allowing the left eye time to recover prior to implanting another lens. It is the intention of the healthcare facility to implant an artisan iris fixated lens in the next few months. The explanted lens was retained and has been returned to rayner for analysis. The results of the device analysis will be provided in a follow-up report. The patient has undergone a number of additional surgical procedures since cataract surgery in 2012. The patient has had repeat ocular trauma, with ocular inflammation over a prolonged time. The combination of environmental conditions, multiple surgical procedures and patient health could be causative factors to the development of haze to the centre of the iol in this case. Our review of production records for the c-flex aspheric 970c iol batch (B)(4) showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the c-flex aspheric 970c iol (september 2011) was carried out in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the c-flex aspheric 970c iol batch (B)(4).

Event description:
On (B)(6) 2015, rayner intraocular lenses limited received notification from a (B)(6) healthcare facility that a c-flex aspheric 970c iol had been explanted due to the development of haze on the centre of the iol optic.

Manufacturer narrative:
(B)(4). Post-operatively, the patient reported that their vision was very blurred and cloudy. An examination carried out by the healthcare facility on (B)(6) 2013 identified that haze was present on the centre of the iol optic. During this examination, the patient's iop was also noted to be 17mm/hg. The patient was restarted on latanoprost (once daily). The patient's va at this time was reported to be 6/7.5-3. On (B)(6) 2013 the patient's unaided va was 3/4.5-2. During this consultation, the haze on the centre of the iol optic was observed to be 3.6mm in diameter. The healthcare professional reports that the patient's vision decreased gradually over the following 2 years. On (B)(6) 2015 the c-flex aspheric 970c iol was explanted. The patient did not receive an alternate iol during the explanation procedure. The healthcare facility are allowing the left eye time to recover prior to implanting another lens. It is the intention of the healthcare facility to implant an artisan iris fixated lens in the next few months. The device analysis concludes "the findings from the conducted sem & eds analysis confirmed the presence of calcium phosphate based deposits on the anterior optic of the explant iol. The findings of this report conclude that the present calcium phosphate based deposits are consistent with those in literature of iol opacification". The patient has undergone a number of additional surgical procedures since cataract surgery in 2012. The patient has had repeat ocular trauma, with ocular inflammation over a prolonged time. The combination of environmental conditions, multiple surgical procedures and patient health could be causative factors to the development of haze to the centre of the iol in this case. Our review of production records for the c-flex aspheric 970c iol batch 091e28225 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the c-flex aspheric 970c iol (september 2011) was carried out in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the c-flex aspheric 970c iol batch 091e28225.

Event description:
On 14th september 2015, rayner intraocular lenses limited received notification from a (B)(6)healthcare facility that a c-flex aspheric 970c iol had been explanted due to the development of haze on the centre of the iol optic.